Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of our paramedics went to place a 25mm 15ga ez-io needle in a (B)(6) male's left tibia. During insertion, the needle snapped away from the plastic hub resulting in a partially inserted needle sticking out of the leg. The needle was successfully pulled out the left leg and saved in its sharp container. A second ez-io 25ga 15mm needle was subsequently placed without complications.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. This complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot confirmed. A section of the IFU will be referenced as part of this investigation report. The IFU states, "squeeze the trigger and apply steady moderate pressure. Important: do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone". The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and sp ecifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. This complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot confirmed. No correct/preventative actions will be assigned. No further action required.

Event description:
It was reported that one of our paramedics went to place a 25mm 15ga ez-io needle in a (B)(6) male's left tibia. During insertion, the needle snapped away from the plastic hub resulting in a partially inserted needle sticking out of the leg. The needle was successfully pulled out the left leg and saved in its sharp container. A second ez-io 25ga 15mm needle was subsequently placed without complications.